Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument to perform failure analysis. The instrument was analyzed, and the complaint was not confirmed by failure analysis. The returned product did not exhibit the event described in the complaint as the product does not contain blades and it is not part of its intended functionality. A visual inspection was done, confirming the instrument was a grasper instrument. The instrument was found to have a broken grip tip instead. Additional observation(s) not reported by site: the instrument was found to have a broken grip at the grip base. A piece approximately 17.91 mm x 4.85 mm was found to be broken off. The broken piece was returned with the instrument. The probable root cause of the reported complaint cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no damage related to the customer reported event. Furthermore, the probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the 8mm force bipolar instrument was found to have scratches and cracks on blades. The customer reported event had no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument being alleged was correct. No missing or detached from portion of the device that enters the patient's body.